Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the implantable cardioverter defibrillator had a stripped set screw. The device was explanted and replaced on (B)(6) 2021. The patient had no adverse consequences.